Event description:
Sales rep was involved in a mandible fracture case on (B)(6) 2010. Everything went as planned during surgery and there were no complications. The rep called today to inform us that the pt is scheduled for a re-op later today due to infection. She does not have further info at this time.

Manufacturer narrative:
Investigation in process but not yet complete.